Event description:
It was reported that a motor device "hose did not seat all the way into the foot pedal". The reporter stated that the "red thread line was still exposed". It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure. The facility did not have a spare identical device available. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation.  Reliability engineering evaluated the device and the reported condition was not confirmed. A dimensional and functional assessment was performed which determined that this device met all dimensional specifications and functioned properly with the foot pedal. Therefore, an assignable root cause was not determined.  If additional information should become available, a supplemental medwatch report will be submitted accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.